Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that geometry was not starting up. The engineer replaced the geometry ipc and returned the system to use in good working order. Later, a similar issue was reported, the engineer reinstalled the geo ipc software to solve the issue. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the device's geometry wasn't working. The device was in clinical use at the time of the event. No harm to the patient or user was reported.